Event description:
Procedure type: unk. According to the reporter: the device was fired and staples did not form. Tissue damage was observed. The doctor removed the damaged tissue when a second device was fired and the case was then completed without any further issues. No further info could be obtained about the pt or procedure details.

Manufacturer narrative:
Initial report sent: 04/02/2008.